Event description:
It is reported during a procedure to implant the 170mm 130 degree trochanteric nail with 90 mm helical blade, the surgeon noted the helical blade inserter was very difficult to disengage after insertion of the blade. It was further reported that the cannulated connecting screw for the inserter was binding, causing the surgeon to struggle to disengage the screw while using the tommy bar to aid in removal. Surgeon completely disengaged the aiming arm setup which took approximately 30 to 40 seconds to accomplish, causing no harm to the patient. After procedure was completed, it was notes that the connecting screw was hard to twist. It was state, it was tapped it out causing the screw to release. When the connecting screw was re-engaged with the inserter no issues were noted. (It is suggested tissue may have become lodged between the connecting screw and inserter, causing the screw to jam). This is from next generation trochanteric nailing system (tfna) mpe 63 . This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #305097 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 43,9-45 hrc and was found to be good. The product was not returned, as part of the product investigation the following information was reported as clarification of the issue that some bone fragments and/or soft tissue got lodged between the connecting screw and helical blade inserter during insertion of the helical blade. This led to some difficulty disassembling the connecting screw following insertion of the blade. The trochanteric fixation nail (tfna) instrument f&dr (windchill #0000003611, version a.104) was reviewed and the following line is applicable to this complaint: 1.119 - must be capable of retaining the tfna head elements (e.g. Helical blade, screw, etc.) Throughout the insertion procedure. The relevant verification activity for line 1.119 is a tolerance stack ensuring the passage of the connecting screw through the blade inserter cannulation. (Tolerance stack number 111, windchill # 0000077743). This stack was checked and found to be correct. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot 305097 is corresponding to the specifications. The hardness was measured at the time of the manufacturing was found to be good. There was a non-conformance report created which has no bearing to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.